Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported event could not be confirmed. Based on the analysis results, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation as malposition of the device during original implantation may have caused the reported event.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced dissatisfaction as the pump was too distal and anterior making it visible. The pump was removed and replaced. No patient complications were reported.